Manufacturer narrative:
The event of lymphoma, alcl, suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details is not available at this time as contact information has not been provided. Reason for reoperation: lymphoma, alcl suspected.

Event description:
Patient's lawyer reported "anaplastic large cell lymphoma" for the left side. Device remains implanted. Pathological markers confirming alcl have not been received.